Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The customer indicated that the product will not be returning for evaluation and no reason was provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device...when the patient was in the or for a split thickness skin graft and debridement of right lower extremity. The dermatome did not perform properly and caused a laceration approximately up to 3 inches wide and down to the muscle. The area was close to the gluteal fold. The laceration was irrigated and sutured closed. The procedure was completed and the patient was taken to post anesthesia care unit in a stable condition. Patient received accidental laceration to right posterior thigh during skin graft procurement. The skin graft blade was examined and found to be from integra, dermatome used was a zimmer. Zimmer dermatome was opened and loaded into dermatome and skin graft was successfully procured without further injury to the patient. No additional patient consequences have been reported.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this is a duplicate report. The original report was filed with zimmer biomet under 0001526350-2018-01061. Thus, this report should be voided.

Event description:
Upon receipt of additional information, it has been determined that this is a duplicate report. The original report was filed with zimmer biomet under 0001526350-2018-01061. Thus, this report should be voided.